Event description:
The hcp reported that the pt developed redness, swelling, pain and drainage of the device pocket. Cultures were reported positive for pseudomonas and staphylococcus aureus. The pt was treated with oral antibiotics and the infection resolved.